Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture broke during sewing uterine leiomyoma tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/14/2022. H6 component code: g07002 - device not returned this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 photo analysis: visual analysis of the individual image submitted to ethicon for evaluation determined that a needled winding former and damaged suture section could be observed with product code sxpp1a406. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. Avoid crushing or crimping action of surgical instruments such as needle holders and forceps. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected and released to approved specifications. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 2360 ¿g /m date sent to the FDA: 06/14/2022 it was reported that a patient underwent an unknown procedure on 4/29/2022 and barbed suture was used. The suture broke during sewing uterine leiomyoma tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 2360 g /m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/2/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: one labeled winding former with a needle-suture piece of product code sxpp1a406 was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection to the returned sample, marks were observed on the body needle and the end of the suture was observed split and cut appears to a surgical instrument. In addition, body fluids were noted along of suture piece. Functional test was performed at a suture piece using a instron and the tensile force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 2360 ¿g /m.